Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the patient with this pacemaker experienced what appeared to be slow ventricular tachycardia. The patient arrested twice, received cardiopulmonary resuscitation (CPR) and was hospitalized. Boston scientific technical services reviewed the available information and noted there was likely undersensing of both the vt and small right atrial signals. There was double counting of the vt which ts could not determine if it was a wide complex due to the CPR. It was noted that there was a right ventricular capture issue in the past. The patient received a computed tomography scan and was noted to be doing ok. The device remains in service. No additional adverse patient effects were reported.